Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during testing, the unit failed rem function test.

Manufacturer narrative:
Evaluation summary: a device was received for evaluation. This device has been used in the treatment or diagnosis of a patient. The returned sample did not meet specification as received. Details regarding a visual inspection were not provided. The reported condition was confirmed. The investigation found calibration values to be out of specification. The investigation isolated the failure to the calibration, but a root cause was not identified. The probable root cause could not be determined based on the information provided. Carried out full calibration including the auto-bipolar sequence to address the condition. If information is provided in the future, a supplemental report will be issued.